Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. The ceramic head (insulation beak) failure was found during service inspection. Based on the results of the investigation, the ceramic head (insulation beak) failure is a mechanical problem, the most likely cause is an adjustment problem. However, the definitive root cause of reportable issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the resection sheath had the loose ceramic head. The issue occurred during reprocessing. There were no reports of patient harm.